Event description:
C-cc-lk - leakage flo-0904-003; it was reported that leakage was observed from the zero three way stop cock at priming. There were no patient complications.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) single dpt without any attached component. Leakage was found at zero-stopcock area. The luer of rotate connector was broken.